Manufacturer narrative:
Investigation evaluation: our evaluation of the two customer supplied photos confirmed the lot number and also confirmed a break in the catheter body. Our laboratory investigation of the product received confirmed the report as it was described. A break in the blue catheter body was identified at the 121 cm location (measured from the distal tip) exposing the internal purple sheath. There were no kinks or any other damage found on the catheter. No additional testing could be performed on the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: stock manager. Investigation evaluation: our evaluation of the product photo confirmed the report as it was described. A break in the blue catheter body could be seen and the purple internal sheath is exposed. The exact location of the break in the catheter can not be determined from the photo. No additional evaluation can be performed without the return of the product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
While preparing for an endoscopic procedure, the physician selected the hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was broken before they used it. A photo of the device depicts a crack in the catheter [catheter cracked at unknown location]. This occurred prior to patient contact; there was no impact to the patient.